Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator urge incontinence and urinary/bowel dy sfunction. It was reported that the patient said the device was not working and the battery (ins) was moving. The patient said when they sat down, they could feel the battery almost flip over and ins stuck out and got stuck on things. The patient reported they had not had any falls, trauma or recent changes in body weight. The patient said they had been urinating more but not as much as they wanted the patient to. The agent asked the patient if they were getting a 50% reduction in symptoms and the patient said yes. The patient said their symptoms had improved since the ins was changed. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
On 2025-oct-06 additional information was received from the patient. They reported that no device removal or replacement was planned because they didn't need one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they will probably have surgery to reconstruct the pocket the battery sits in because the device moves too much. It was reported that the issue was resolved.